Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000075426.

Event description:
It was reported that the patient was experiencing inadequate relief from their scs system. Patient underwent surgical intervention on (B)(6) 2023 wherein the patients scs system was explanted.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.